Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes, both associated to a stirrer motor during procedure. The user stopped using the device and used another machine. There was no report of patient injury.

Manufacturer narrative:
Livanova field service representative dispatched to the facility confirmed the reported issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Complaints database analysis revealed that no further complaints have been submitted about this specific issue for this unit since its installation in january 2020. Based on the investigation results and taking into account the early aging of the involved component, it cannot be ruled out that a failure of the electronics inside the stirring mechanism had led to the reported malfunction. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the patient bridge to correct the reported errors. Other components were replaced as per maintenance intervention prevention. Based on investigation findings, the most likely root cause of the reported error codes was a defective electronics of the stirrer motor on the patient bridge.

Event description:
See initial report.